Manufacturer narrative:
Updated h.6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-2329 (lot: 0013030666); product type: 0195-heart valves; implant date ; explant date select patient information cannot be included in the regulatory report due to regional privacy regulations. Initial reporter details not provided from the geography. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve procedure involving the transcatheter aortic valve evfxplus-29, pre-dilation was performed with a 22 millimeter semi-compliant balloon. At the first release, the valve was positioned too high and was recaptured. At the second release, infolding of the valve was noted, leading to the valve being recaptured and removed. The valve was then successfully replaced with a new one. Before implanting the new valve, valvuloplasty was performed with a 23 millimeter semi-compliant balloon. No patient complications have been reported as a result of this event.

Event description:
Additional information was received that during the valve procedure, no misload was observed during loading. A procedural delay resulted from the valve infold.

Manufacturer narrative:
Updated data: b5, b7, additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve procedure involving the transcatheter aortic valve evfxplus-29, pre-dilation was performed with a 22 millimeter semi-compliant balloon. At the first release, the valve was positioned too high and was recaptured. At the second release, infolding of the valve was noted, leading to the valve being recaptured and removed. The valve was then successfully replaced with a new one. Before implanting the new valve, valvuloplasty was performed with a 23 millimeter semi-compliant balloon. No patient complications have been reported as a result of this event. Additional information was received that during the valve procedure, no misload was observed during loading. A procedural delay resulted from the valve infold. Additional information was received to report the patient's valve was severely calcified and this contributed to the infold observed in the frame of the bioprosthetic valve.

Manufacturer narrative:
Updated data: b5. A third paragraph was added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.